Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3236 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported detection of malfunction in patients under oncological therapy due to difficulties during the infusion and aspiration phase. There is a hole in the internal part of the catheter at a distance of 3 cm (34 cm) from the exit site.